Event description:
After 3 1/2 years of successful use of their cochlear implant, this pt sustained one or more blows to the head over the implant site. After the incident, they experienced swelling and a knot over the area. They also could not longer hear with the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantable surgery is being planned.